Event description:
Pt was revised to address tibial collapse and loosening.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The initial reporting stated x-rays were not available for examination. The investigation could not draw any conclusions about the reported event based on the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.